Event description:
Sales representative called to report several incidents of spills, as a result of cut tubing. Follow up with clinician revealed that three incidents of leakage occurred during prime of normal saline. It was confirmed that there was no pt or staff injury.